Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tubing break on left cylinder tubing leading to the pump directly above the thick portion of tubing. The device was removed/replaced. Device returning.

Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. No functional abnormalities were noted with the pump. Abrasion was noted on the inlet tube of the pump. A separation within abrasion was noted in the exhaust tube of cylinder 2 near the tube/strain relief junction of the cylinder. This was a site of leakage. A partial separation within abrasion was noted on the exhaust tube of cylinder 1 near the tube/strain relief junction. This was not a site of leakage. Abrasion was also noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with the reservoir.